Event description:
It is reported that the pt underwent total right hip arthroplasty. It is also reported that the surgery was prolonged by 45 minutes due to difficulty fitting the fitmore hip stem. The surgeon stated that the product¿s size was inadequate.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The retrievals are in transit to our labs. Where lot numbers were for the device in this case the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. As soon as an investigation result is available, we will submit a f/u/final report. The need for further corrective measures is not indicated at this time. Zimmer ref number of this file is (B)(4).